Manufacturer narrative:
Additional information: g3, h3, h6 during evaluation the device functioned properly. However, there was physical damage to the tubing guide cover.

Event description:
On 04/02/2025, a sales representative reported via (B)(6) that an ar-6485 synergy cw4 arthroscopy pump stops randomly with pressure fault error. The pressure fault occurred during the case. There was no case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.